Manufacturer narrative:
H10: for the reported complaint, the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records included images were provided for review therefore, the investigation is confirmed for the perforation of the ivc and unintended movement. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: b5, h6 (3026-unintended movement, 2682- patient-device incompatibility) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced migration of device or device component, and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The female patient age was 54 years and weight not provided.

Manufacturer narrative:
For the reported complaint, the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced migration of device or device component, and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.